Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility, via ms and s, that the nurse had a patient who has an aspira pleural tube in place and the patient was coughing up blood. The nurse wanted to know if this was a typical issue with aspira tubes? It was confirmed that the patient has lung cancer and the nurse was going in to drain the patient to ensure the issue was not with the tube itself. Ms and s discussed with her that the cancer might have progressed to the point it was breaking down the blood vessels and causing the patient to cough up blood. Ms and s strongly encouraged the facility to contact the physician. The nurse did mention that the patient was doing well with the drainage tube, but has "picked up smoking again and is now coughing up blood".